Manufacturer narrative:
Additional information was provided from the clinical database indicating that the patient had hemolysis on (B)(6) 2016 which resolved on the day of the pump exchange, (B)(6) 2016. The primary investigator deemed the event as related to the lvad device and unrelated to the lvad procedure and patient condition. It was further stated that the event may have been related to the patient being on low-dose aspirin therapy and being off of anticoagulation intermittently due to gi bleeding. The patient also experienced respiratory failure on (B)(6) 2016 which resolved on (B)(6) 2016. The patient was re-intubated. The primary investigator deemed the event as related to the lvad device and patient condition and unrelated to the lvad procedure. No further information was provided. High watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Respiratory dysfunction is a known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported high watt alarms and an increase in power consumption to parameters outside the normal operating range. The device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulant therapy, and patient comorbidities. The primary investigator deemed the event as possibly related to the patient being on low-dose aspirin therapy and intermittently being off of anticoagulation due to gi bleeding episodes. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility.  Though the root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital from clinic with complaints of tea-colored urine and elevated lactate dehydrogenase (ldh) levels. Log files were sent for urgent analysis. Preliminary log file analysis showed power consumption above normal operating ranges with the increase in power beginning on (B)(6) 2016. The patient was started on intravenous (IV) heparin without success. Integrilin not started on this patient as he does have a h/o gi bleeding. The patient was taken for pump exchange on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.